Manufacturer narrative:
Evaluation results: patients condition affected the effectiveness of the device (85% stenosis, severe calcification). Deformation problem (balloon had a longitudinal burst on its working length). Conclusion results: device failure related to patient condition (85% stenosis, severe calcification). (B)(4).

Event description:
It was reported that the physician was attempting to treat a lesion in the lad exhibiting 85% stenosis and severe calcification. During the surgery, the sprinter legend (rx) balloon ruptured in the lesion. It was reported that the device achieved 7atm before rupture. The device was prepped as per IFU prior to use . No damage was noted on the device packaging prior to use . The physician used a new device to complete the procedure. It was advised that there was no injury to the patient as a result of the rupture. Evaluation summary: analysis of the returned 1.5x15mm sprinter legend device showed evidence of balloon damage. The balloon had a longitudinal burst on its working length. The tear was 7mm in length.